Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 13 mg/dl. Troubleshooting was performed and found that the basal rates did not match what is recorded in the daily totals. Nothing further was reported.